Event description:
Multiple malfunction alarms were reported. There was no reported adverse impact to the customer's blood glucose. The pump, which was still under warranty, was replaced by technical support, but the customer declined to provide information on the type of backup therapy they would use.